Event description:
A catheter fracture was reported. It was stated that the catheter was damaged due to a surgery unrelated to the pump system. The pump was previously infusion baclofen. Prior the revision, the daily dose of baclofen had been titrated down and oral increased. No pt symptoms were reported. A new catheter was placed in the intrathecal space and connected/spliced to the previous one. The pt was doing fine and currently receiving minimum rate saline.

Manufacturer narrative:
(B)(4).